Manufacturer narrative:
(B)(4). As of today, the device remains in service. This investigation will be updated when additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only when the patient underwent a transcatheter aortic valve implantation (tavi) procedure. The next day the device was interrogated to turn tachycardia therapy back on, and the device was found to be in safety mode. The physician noted no external shocks were delivered to the patient during the procedure. A boston scientific technical services consultant discussed the device reverted to safety mode operation due to three system resets, and device replacement was recommended. No adverse patient effects were reported.

Event description:
Boston scientific received new information that this device was explanted and replaced. It was noted on the out-of-service form that the patient had received inappropriate shocks after the device was found in safety mode, before the device was explanted. No additional adverse patient effects were reported due to the replacement procedure.

Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.